Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Report was initially submitted on (B)(4) 2015 but the FDA site was down. Advised by FDA on (B)(4) 2015 to resubmit medwatch. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was operated for distal radius fracture using 2.4 mm plates and screws on (B)(6) 2014. On (B)(6) 2015 during a routine follow up appointment; it was determined via an x-ray that one locking screw had broken and was separated from the plate. This break was also confirmed in during an x-ray review by the medical director. There were no reports of patient harm or of any surgical delay. This report is 2 of 2 for complaint (B)(4).